Event description:
It was reported one month post surgical procedure, evidence of vegetative growth was identified. The patient expired two months post surgery. The cause of death and relationship to the device is unknown at this time.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway.